Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure and software error detected. The customer's blood glucose value was 256 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. The hardware low level failure reoccurred during self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. Device passed the self test however, unable to perform the displacement test due to missing retainer. No unexpected pump error 53 alarms or pump error 63 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error and pump error 63 alarm is found in the downloaded history files due to broken pin trace at on the keypad assembly. Device was also received with dog chew marks on the device case and keypad overlay.